Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a revision surgery to convert a hemi arthroplasty to a reverse shoulder arthroplasty. The proximal body was loose upon revision of hemi arthroplasty to reverse shoulder arthroplasty. Proximal body, assembly screw, locking cap and spacer all had to be removed. Short stem had to be cemented on top of distal stem which could not be removed.